Manufacturer narrative:
A review of lot# 51-235-he showed that (B)(4) units were manufactured, tested, inspected and released 04/15 citing no exception documents. Visual receipt: 12/28/2016 - received the following: one used 20124-01, 30" (76 cm) appx 3.2 ml, 20 drop admin set w/integrated clave® drip chamber, spiros®, bag hanger; reported lot# 51-235-he, one used baxter 500ml IV bag. The 20124-01 was spiked into the baxter bag. The 20124-01 was flushed and no leaks were observed. Functional testing: the 20124-01 administration set with spinning spiros was pressure tested. No leakage was observed at any location along the fluid path. Final analysis summary: the complaint of leaking from the distal tip of the spiros built into the 20124-01 administration set assembly was unable to be confirmed or replicated. The spiros and entire 20124-01 administration set were pressure tested and did not leak.

Event description:
Complaint received regarding one 20124-01, 30" (76 cm) appx 3.2 ml, 20 drop admin set w/integrated clave® drip chamber, spiros®, bag hanger; lot# 51-235-he (mfd. 04/15). Report states, reported leaking at distal tip where spiros connects to clave and clave connector connects to PICC. Nurse was pushing med through clave port on sapphire plus set ((B)(4)), and noticed leaking at one of the lower connections, but could not identify which one. Unprotected chemo exposure reported. No adverse patient/clinician consequences reported.

Manufacturer narrative:
A review of lot# 51-235-he showed that (B)(4) units were manufactured, tested, inspected and released 04/15 citing no exception documents.

Event description:
Complaint received regarding one 20124-01, 30" (76 cm) appx 3.2 ml, 20 drop admin set w/integrated clave® drip chamber, spiros®, bag hanger; lot# 51-235-he (mfd. 04/15). Report states, reported leaking at distal tip where spiros connects to clave and clave connector connects to PICC. Nurse was pushing med through clave port on sapphire plus set (16385), and noticed leaking at one of the lower connections, but could not identify which one. Unprotected chemo exposure reported. No adverse patient/clinician consequences reported.